Manufacturer narrative:
UDI : (B)(4). The certas valve was received for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the needle guard was raised. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard. The valve was pressure tested according to test method tm-tm416, rev /5, the valve failed on setting 1 only all other settings passed. This was probably due to the raised needle guard. Glue traces were noted on the base of the silicone housing and on the needle guard. The possible root cause for the issue reported by the customer, could be due to handling of the device as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the base of the certas valve was detached from the chamber during surgery, prior to implantation. The procedure was completed with a replacement available. No patient contact/injury reported and the event led to less than 30 minutes surgical delay.